Event description:
Caller reported a malfunction on the pump, which was identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance to reset the pump, and after resetting, the same malfunction did not recur. Customer was advised to continue using the pump and to contact support if the malfunction recurs, which the caller acknowledged and understood.